Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that following closure of the pocket after implant, the low voltage pacing lead exhibited high pacing impedance and high thresholds. The following day, the lead was revised and it was noted even with different lead positions, the high impedance and thresholds were still observed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.